Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received pt outcome info indicating that the pt was transplanted. The vad coord reported that the pt was status 1a for a driveline infection and resistant pseudomonas at the exit site. The pump was operating as intended and was disposed of. No other info is available at this time.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacture's investigation is completed.